Event description:
The lay reporter contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on the patient's one touch verio pro meter. A medical surveillance specialist (mss) sent follow up questions; however, the agent was unsuccessful in getting a hold of the partner or patient to obtain any further clinical information: the reporter mentioned on the early hours on (B)(6) 2011, the reporter woke up and noticed the patient was shaking, sweating and was semi-conscious in bed. The reporter treated the patient with lucozade on his gums and tested his blood glucose and obtained a result of 9.7 mmol/l. The reporter then contacted the paramedics and they tested the patient and obtained a result of 1.7 mmol/l on the paramedic's meter. The patient was not taken to the hospital and the time difference between the 2 readings was greater than 20 minutes apart from one another. The reporter was questioning her partner's verio pro meter. She took the meter on (B)(6) 2011 to the nurse and was advised to contact lfs for a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the alleged symptoms, treatment given by the paramedics, how soon after treatment the patient felt better and readings prior to the paramedics leaving. It is also unknown whether the patient's diabetes regimen was changed due to the alleged issue. The products were replaced and requested back for investigation. The complaint is being reported since the reporter alleged that due to the alleged high readings, the patient later developed symptoms suggestive of a serious injury and had to receive medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.